Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device to be in good condition. Functionally, the ligasure receptacle was tested with 50 ohm and 100 ohm without any issue. The ligasure scanner also tested within specifications. It was reported that there was partial seal and there was ligasure port issue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: improper installation/preparation. Visual inspection noted that the proper country code was not set. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1923 - jaw open lf1923 ligasure maryland 23cm, lot# unknown ls1037 - ls1037 ligasure atlas handswitch37cm, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a veterinary case, the unit's ligasure burning was not working properly after 10-20 times. There was an activation heard and end tone but there was no re-grasp alert or error occured. There was no patient involvement.